Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). Not returned by attorney.

Event description:
It was reported by the patient's legal counsel that the patient underwent a hip revision procedure approximately six years post-implantation due to pain and bone/tissue destruction. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. It was reported in operative notes received that fibrosis, inflammation and hemosiderin deposition.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 1 of 2 MDR's filed for the same event (reference 1825034-2015-04956 and 04957).

Event description:
It was reported by the patient's legal counsel that the patient had an initial hip arthroplasty on an unknown side on (B)(6) 2009. Subsequently, the patient was revised on (B)(6) 2015 due to pain and bone/tissue destruction. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.